Event description:
Extreme difficulty removing PICC guide wire. PICC inserted right medial cephalic vein to svc. Unable to remove guide wire. Pt sent to x-ray with wire in place. Removed 1 1/2 hrs later with help. White grip at end of wire also slipped off during effort. This report represents two problems encountered with this device (guide wire difficulty, hub slipping off). Additionally, this occurrence is one of several similar problems hosp has experienced with this co's products.